Manufacturer narrative:
Concomitant product: product ID: 37702, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
A consumer implanted for non-malignant pain reported that around (B)(6) the leads weren't high enough so they experienced stimulation in the wrong location. As a result the leads had to be moved down so the consumer would experience stimulation in the right location. Refer to manufacturing report #3004209178-2016-05009.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.